Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the lg connector fluid damage, the us connector casing cracked, the lg connector corroded, the insertion flexible tube crushed, the balloon feeder socket deformed, the operation channel (primary) leak, the us connector casing leak, the u/d knob loose, the warning/caution label worn out, the lcb (light carrying bundle) defective, and the operation channel (primary) stuck accessory/object; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.